Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 03 june 2025,enseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 3rd june 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of raw sensor data showed significantly depressed signal and reference channel values since insertion on (B)(6) 2025 and this most likely caused the observed sensor inaccuracy. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report 01 sept 2025. G3. Date received by the manufacturer? 01 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4111, 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.